Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Multiple attempts were made to trouble shoot the issue with tandem technical support, however no response was received. There was no reported adverse impact. No additional information was provided.